Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead showed slowly increasing shock impedance values. The lead was surgically abandoned and a new rv lead was implanted. The cardiac resynchronization therapy defibrillator was explanted due to normal battery depletion. No additional adverse patient effects were reported.